Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a button error alarm after exposing the insulin pump to moisture. Customer's blood glucose was 221 mg/dl. It was also found the alarm persisted after the battery was left out to dry. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted. No moisture damage was found inside the pump. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.